Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 mm transcatheter bioprosthetic valve, right femoral access was attempted twice with the delivery catheter system (dcs) over a non-medtronic guidewire but resistance was noted. The dcs was inserted approximately 3/4 of the capsule length. After the second unsuccessful attempt, the tip of the dcs was bent when withdrawing it. It was reported that the dcs was withdrawn from the patient and reinserted during each attempt. On the third attempt, a 16 french dilator and another non-medtronic guidewire were used for access. The valve was successfully implanted. Upon withdrawing the dcs from the patient, the nose cone separated off from the dcs several centimeters above the femoral access point but remained on the guidewire. The nose cone was snared and removed from the patient. It was reported that the tip likely caught on calcified anatomy as there was no excessive torquing or twisting of the system. When the dcs was withdrawn, it was noted that the capsule was closed until it was aligned with the catheter tip. A non-medtronic endostent was implanted to repair a vessel dissection that the physician reported had been caused by the failed access attempts due to administering too much strain on the vessel which resulted in bleeding. The patient was reported to be recovering well following the procedure. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the capsule fully advanced over the inner member. The handle was intact, and the deployment know retracted and advanced the capsule. The trigger moved to the fully advanced and retracted positions and locked in place when it was released. The tip-retrieval mechanism was intact, and the device was returned with the end cap/screw gear snap fit connected. Voids were observed along the distal end and the proximal end of the capsule. The nose cone was detached from the inner member. Inner member material was observed inside the nose cone. The edge of the material was jagged and uneven. A kink was observed on the inner member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: vascular and access site complications such as dissections are listed in the device instructions for use (IFU) as potential adverse effects and can occur during any percutaneous intervention. These events are typically related to patient factors, and/or procedural effects (sheath used, user technique, closure device, etc.). It was possible that the reported multiple advancement attempts and difficulties may have contributed to this event. Difficulty advancing the delivery system through patient vessels is typically related to procedural factors (sheath used, technique, guidewire, etc,) and/or patient anatomical effects (calcification, tortuousity, vessel diameter, etc.). Detachment of the delivery catheter system nosecone is typically related to excessive forces applied on the system during advancement, tracking or positioning. It was likely that the reported bent dcs (i.e. Inner member shaft) prior to the third advancement attempt may have played a primary role leading to the nosecone detachment during tracking or deployment. The device instructions for use (IFU) instructs the user to not use any of the device components if any damage is observed. The IFU also provides the following warning against re-using a device that has been withdrawn from the patient as follows, "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components.". The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.